Event description:
Additional information received reported that the manufacturer representative was told there was a volume discrepancy of 9mls at the last refill. The entire system was explanted because it was not helping the patient. The patient still had concerns and they were not resolved. The patient felt the pump was defective and wanted a copy of the report to why the pump failed. Additional information could not be obtained at the time of the report. Should additional be received a supplemental report will be filed.

Event description:
The patient did not want the pump anymore as they did not feel it was ever helpful, and there was a loss of therapy. The patient recovered without sequela.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Manufacturer narrative:
Analysis of the pump identified no anomalies. Analysis of the catheter found that there was damage to the transition tube on the catheter body. The catheter, however, was patent and no leaking was seen during testing. Analysis could not conclusively find an area on the catheter body where a kink was observed as described in the complaint.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is complete.

Event description:
It was reported that the pump only worked for 3 months after implant. The patient had ¿nothing but problems¿; including a large hematoma at the pump pocket and internal bleeding. It was stated that the patient needed a blood transfusion. A dye study was performed in 2014 due to a return of spasticity. It was further stated that the pump had more medication than expected at refills. The last refill was performed on (B)(6) 2015; the expected residual volume (erv) was 3.3ml and the actual residual volume (arv) was 9.5ml. It was stated that a test was done with the catheter to see if there was any medication in the catheter, but there was not. A dye study was supposed to be performed to check for an occlusion, but it was never performed. It was later determined upon removal that the catheter had a kink (90 degree angle); both the catheter and pump were removed. The kink was stated to be located toward the pump. The pump was used to deliver baclofen (unknown). No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.